Event description:
Boston scientific received information that this device system detected a right ventricular (rv) pacing impedance measurement greater than 2,000 ohms. The patients' nursing staff was to follow up with the patient. It was reported that an invasive revision procedure was performed and the rv lead was surgically abandoned due to a lead fracture. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.